Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 07/15/2016 with the following findings: the pump powered on with intact audible and vibratory features to a blank screen, making it impossible to adequately investigate the alleged ¿loss of prime ¿complaint. Unrelated to the original complaint, the battery compartment was cracked. Upon removal of the pump cover, the eeprom (electrically erasable programmable read-only memory) component u22 was found to be cracked. A technical analysis revealed a u22 single component failure contributing to the blank display issue. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6)

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a prime (loss of prime) issue. This complaint is being reported because the reported issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm. There was no indication that the product caused or contributed to an adverse event.